Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 404 mg/dl at the time of incident and current blood glucose level was 394 mg/dl. The customer¿s blood glucose level was high to 400 mg/dl and 336 mg/dl. The customer reported that the insulin pump was not working properly. The customer was treated with insulin pump for high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed high pressure test and it passed. The customer reported that the tubing had three air bubbles. It was found after troubleshooting that the insulin pump was working as designed. The insulin pump will not be returned for analysis and reservoir will return for analysis.